Event description:
A stonetome and a guidewire were received for evaluation. A visual inspection and functional evaluation found that the transition area was severly twisted. The balloon would not inflate using a 3cc syringe. Lesions were detected in the balloon when viewed with a microscope. A dried white substance was also detected. This device did not orient properly when the handle was activated.